Event description:
The customer reported that the buttons on her insulin pump were not working properly in that they were intermittently sticking. It was advised that the customer discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.